Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine inflammation ('marked chronic inflammation of uterus and cervix.'). In an adult female patient who had essure (batch no. 630422), inserted for female sterilisation. The patient's medical history included: menometrorrhagia and pelvic pain. Concurrent conditions included: cramps menstrual, paratubal cyst, inflammation, endometriosis and adhesion. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced, uterine inflammation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted, laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine inflammation outcome was unknown. The reporter considered uterine inflammation to be related to essure. The reporter commented: 3 coil visible on the left side. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: processed with follow up: 01 lot number was added. Reporter, concurrent conditions were added. Event: medical device removal updated as new event: marked chronic inflammation of uterus and cervix. We received a lot number in this case. A technical investigation will be conducted. Including a batch review. And a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.